Manufacturer narrative:
The reported events were lead dislodgement and helix failure to extend. As received, a complete lead was returned in one piece. The reported event of helix failure to extend was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. Unable to measure the full helix extension length accurately since the helix was damaged during analysis. The cause of helix failure to extend was isolated to the helix being clogged with blood and overtorque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, a dislodgement of the right ventricular (rv) lead was noted. While repositioning the rv lead the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.